Manufacturer narrative:
The customer reported that their multigas unit is displaying a "gas device error". No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their multigas unit is displaying a "gas device error". No harm or injury was reported. They will be sending this unit in for an exchange.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was displaying a "gas device error" message. No patient harm or injury was reported. They sent this unit in for an exchange. Service requested / performed: exchange. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual. Corrected information: health professional?: corrected the selection from "yes" to "no"

Event description:
The customer reported that the multigas unit was displaying a "gas device error" message. No patient harm or injury was reported. They will be sending this unit in for an exchange.